Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on properly after battery installation. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any low reservoir anomalies that may have occurred in the past or during the complaint date. No relevant alarms noted to confirm complaint code. However, the adapt tool reveals that on 04/09/2024 pump error 53 was recorded and pump error 4. Per software engineer log, in short period many messages from sg manager were sent to notify ui which caused memory pool overrun, software related error. Esf#: (B)(4). Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. During deconstructive analysis, in under microscope inspection, no lcd screen discoloration or moisture damage noted. Unit was received with battery tube threads - cracked, label damage (faded), cracked case-corner of belt clip rails, cracked case (battery tube) and scratched case. In conclusion, the customers allegation of reservoir anomaly and screen discoloration were not confirmed. Unit was tested successfully and unit functioned properly. However, during download history review, pump error 54 and 4 were recorded due to a software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture: customer reported bottom of the screen there was a blueish green line on the background, displaying reservoir ends tubing, insulin bottle was red and basal was dull. The pump performs the test every time and perhaps found an error caused by water entering the pump. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed and found damage on the battery cover-back of the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The customer will discontinue using the insulin pump. No product return is required for mmt-1881.